Manufacturer narrative:
Date of event: the aware date was used for the event date.

Event description:
It was reported via social media that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient started bleeding and was transferred to intensive care unit. Later that night, the patient had an emergency procedure performed for the blood fluid around the heart.